Manufacturer narrative:
(B)(4). Date sent to the FDA: 11/20/2019. Device evaluated by MFR: one dispensed needle-suture of product code sxpp1a300, lot pek861 was received for analysis. During the visual inspection of sample, the swage and attachment area were as expected. Slightly marks on the body needle that appears to be by the use of a surgical instrument could be observed. The suture was examined and body fluids at the barbs and the sides of fixation tab were broken. In addition, a side of fixation tab was returned for analysis, the piece was examined and only was noted body fluid. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the sample, it could not be determined what may have caused the reported incident to seat the fixation tab; pull the device through the tissue to gently seat the fixation tab against the tissue. The fixation tab should be seated above the tissue plane and be visible. Do not exert additional force on the fixation tab.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device pek861 batch number, and no non-conformance's were identified. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent

Event description:
It was reported that the patient underwent an open hernia surgery on (B)(6) 2019 and barbed suture was used. The fixation tab of the device was broken during continuous suturing on the fascia of the abdominal wall. The breakage occurred while placing the 2nd - 4th stitch. There were no adverse consequences to the patient.